Event description:
It was reported that the device was displaying a svc indicator and it also had a critical error code in memory that could prevent the device from delivering therapy. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control informed customer that the device potentially needs to have the therapy pca replaced. The part number of the replacement therapy pca was provided to the customer. The device is out of warranty and physio-control will not be performing an eval. The root cause of the reported failure cannot be determined.